Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for an implant. No calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). Length of the membranous septum: 4.2mm. During the procedure, there was no complete heart block, the procedure was successfully without any issues and a final implant depth of non-coronary cusp (ncc)3mm / left coronary cusp (lcc) 7mm. The patient status was stable. On (B)(6) 2024, it was reported that the patient had complete heart block, and a pacemaker implantation was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block and heart failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification was confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). The device was implanted and a final implant depth of non-coronary cusp (ncc)3mm and left coronary cusp (lcc) 7mm. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.